Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01481. It was reported that the patient no longer felt stimulation, and an x-ray showed one of the leads had migrated. The physician decided to explant and replace the lead on (B)(6) 2011. Follow up on the patient found that she reported good stimulation, and no further issues were reported.